Event description:
It was reported that during a full supply change using an inset 23" 6 mm infusion sets, the ilet user did not squeeze the inserter¿s smooth edges properly on the first attempt, resulting in a slightly bent introducer needle and an incorrectly deployed infusion set that affected blood glucose. The set was replaced, and insulin delivery was resumed. Symptoms included hyperglycemia peaking at 292 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.